Manufacturer narrative:
We cannot confirm or deny that liquiband exceed caused a serious injury. There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
They are reporting multiple skin reactions. Female, no known allergies. Outpatient robotic umbilical hernia repair. Presented in the ER on june 7. Patient reported itch/rash/blistering that was starting to spread to thighs had the symptoms for 4 days patient diagnosed with contact dermatitis